Event description:
Status post radical prostatectomy on 8/20/96. Order received to discontinue drain on 8/22/96. Appropriate procedure followed: suture cut, suction off bulb. Attempts to pull drain met with resistance. Drain tubing broke leaving white plastic in pt's abdomen. Returned to surgery for removal of retained fragment. Extended length of hospitalization by two days. Discharged without further sequelae.